Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka) considered dangerous and a blood glucose (bg) level of 752 mg/dl. Suspected cause of dka and elevated bg was unresolved occlusion alarm received the day prior to the hospitalization. Correction boluses were delivered to address bg prior to the hospitalization. No damage was observed to the cartridge, infusion set tubing or cannula. Customer was treated with insulin and fluids in the hospital. Customer was released from the hospital two days later with no permanent damage. Customer continued to use the pump for insulin therapy.